Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported through bsc's website. The patient had a left atrial appendage (laa) closure procedure performed, but for an unknown reason, the procedure was not completed. Since the procedure, the patent reports double vision in one eye and two strokes.